Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause has not been identified. Additional information has been requested. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, the haptic was noted to be damaged upon insertion and the patient experienced posterior capsule rupture.